Event description:
It was reported that the right ventricular (rv) lead had gradually increasing and high threshold measurements. It was also reported that the rv lead had intermittent capture at maximum output. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).